Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Device also received with cracked battery tube threads and cracked case behind the insulin pump near the battery compartment. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer experienced different blood glucose level 237 mg/dl and 120 mg/dl. The customer treated with the manual injection. Troubleshooting was done for high blood glucose. Customer did not receive a low battery alert prior to the replace battery alert or replace battery alarm. The insulin pump will be returned for analysis. Concomitant product: -infusion set.